Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display has a bulls-eye like crack after the animas pump was dropped. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Hence, this complaint will not be reported.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: the pump powered on and the display was blank. The display screen was observed to be cracked when the pump was opened up. The display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.